Event description:
A customer contacted beckman coulter regarding low hemoglobin (hgb), and platelet (plt) results that were generated by the coulter act diff instrument. A patient sample was tested for hgb and plt. The hgb result was 7.3g/dl, the plt result was not provided. Both results were reported out of the lab. On the same day a fresh sample was collected from the patient and tested for hgb and plt the results were: hgb result of 7.0g/dl was printed with an "l" flag. (L-"low result. For pt samples, result is lower than the low pt sample limit"). Plt result of 169 x 10 to the power of 3 cells/ul was not flagged. The customer tested the 2nd sample for hgb and plt on a different instrument in their lab and obtained higher results for both analysts: hgb result was 10.6g/dl. Plt result was 258 x 10 to the power of 3 cells/ul. The results generated by the different instrument were considered correct. There was no death, injury, or change to patient treatment as a result of this event.

Manufacturer narrative:
Qc is run twice a day, and was run before and after the event. The erroneous results occurred on a specific sample in primary mode of operation. Pre-analytical sample handling information was not provided. A field service engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument and replaced three syringes and the act tainer. The fse ran a reproducibility test and results passed within specifications. As of 04/19/07, there have been no further issues of erroneous results from this account. The faulty syringes replaced by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.